Event description:
An (B)(6) male pt with a history of hyperpiesia, hyperlipemia, renal failure and receiving surgery for lung cancer, underwent aaa repair on (B)(6) 2009. The pt's anatomical form was not suitable for endovascular repair since the proximal neck was short (11mm), and the 27mm diameter neck flared to 31mm diameter neck as it approached the aneurysm. An internal iliac artery aneurysm on the right side was also confirmed in addition to abdominal aortic aneurysm. The procedure was to be conducted as labeled after the right internal iliac artery aneurysm was embolized with coils. When attempting to release the top cap, the trigger wire was not able to be pulled out. The physician advanced the device and he then pulled back the top cap inner cannula to release the trigger wire and finally the trigger wire was able to be pulled out. The main body was placed below the intended position. The physician was able to push up the main body. Angiography was performed and revealed a type I endoleak. To resolve the endoleak, ballooning at the sealing site was repeatedly performed using an another manufacturer's balloon catheter. The endoleak was reduced but was obviously reduced and the physician decided to take a follow-up observation. The pt has shown improvement.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.